Event description:
Malfunctioned inflatable penile prosthetic, the tube from the right corpora cavernosum was completely severed just millimeters from the pump. Worked well for 12 months then stopped working.